Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard system displayed a tcmid:06 (ce post failure) error at the end of a therapy. The therapy was completed. No other system was used. No patient sequelae reported. No additional provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned console showed that seal rocker switch, top cord hook pin dowel and screw on umbilical connector were missing. Additionally the rotor gaps were wide. The white rollers and cold well drip tray gasket were damaged. Plus the hall sensor wires were not covered enough with grease. The thermogard console is a reusable device and was manufactured on 12/16/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The review of the event log showed sixteen tcmid error messages; twelve tcmid: 06 (cooling engine (ce) post failure), one mid: 6 (post flash), three mid: 7 (post rtc (real time clock)) and two mid 4 (post int ram ) messages on the date of the event. The console failed the functional testing. Further testing showed that the cooling engine was defective causing the console to display tcmid 6 error message. In summary, the reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to a defective cooling engine. After the cooling engine and damaged parts were replaced, the console passed all functional and electrical testing criteria.